Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : e3tj71. Device history batch : null. Device history review : 1 piece was put on hold for missing porocoat and split from the batch per the approved local procedures at the time of manufacture and 1 piece was scrapped. No other deviations or anomalies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleges elevated metal ions. After review of medical records, patient was revised to address polyethylene wear and osteolysis. Revision notes reported wear of the polyethylene insert. Doi: (B)(6) 2010 (stem); doi: (B)(6) 2013 (depuy head and liner) - dor: (B)(6) 2013 (left hip) second revision. Please see (B)(4) for the first revision.